Manufacturer narrative:
(B)(4) 2014 a medtronic representative, following-up at the site, provided training regarding tracer registration. Surgeon was in attendance. Noted: instructed surgeons on importance of going both posterior and inferior to gain accuracy for deeper lesions. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information. Per the reported event, the most likely cause was user technique of tracing on the surface and not farther on the sides of the anatomy resulted in inaccuracy deeper in the anatomy. As previously reported, the site staff was trained on patient registration technique.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site experienced an inaccuracy of approximately 3mm in the anterior posterior (ap) direction. This occurred when the surgeon was navigating an instrument deep in the anatomy. It was noted that the surgeon focused tracer points on the patient's face and did not include any points on posterior anatomy. This was discovered at the end of the procedure, there was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.